Event description:
Operator reported water coming from the front and back of analyzer and leaking onto the floor. Operator attempted to clean up leak with paper towels until fsr arrived. No patient samples involved, issue occurred during weekly maintenance. No one was harmed. The field service representative determined the main water pump had been damaged after water tank maintenance and he replaced the pump. The field service representative verified analyzer operation.